Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. Device not returned.

Event description:
It was reported that the customer experienced elevated blood glucose (bg) levels up to 300 (mg/dl). System check with tandem technical support indicated that the pump was performing as intended. Customer delivered correction boluses to treat elevated bg level.